Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -12.5 diopter, implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. It was reported that the lens was implanted partially inside the eye. There was no patient injury. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause of event unknown, the reporter stated " in some cases, you feel like the lens gets stuck in the cartridge between the sponge and pusher."

Manufacturer narrative:
Corrected data: b3-date of event corrected to (B)(6) 2021. B5-the reporter indicated that a 13.7mm vicm5 13.7 of -12.5 diopter; implantable collamer lens tore/ broke during injection/delivery into the patients right eye (od) on (B)(6) 2021. It was reported that the lens was implanted and removed intra-op within initial surgery. On (B)(6) 2021 a replacement lens of a shorter length was implanted and the problem was resolved. D6b-date of implant corrected to (B)(6) 2021. Claim# (B)(4).